Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported they have not worn their aligners for quite some time because the dentist mentioned they have periodontal disease and can not complete the treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.